Event description:
It was reported that during a peripheral transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. The 1.5 x 20mm coyote es mr balloon catheter was advanced through a 6fr non bsc introducer sheath and over a non bsc guide wire. The balloon was inflated at 10atms and ruptured on the 1st inflation. The balloon was exchanged to a 2.0 x 20mm non bsc, then completed the procedure with a 2.0 x 220mm coyote balloon. No patient complications were reported and the patient's status is good..

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).